Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report being submitted due to manufacturer being unable to confirm with wife the cause of the customer's death. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the initial concern was resolved. Able to establish contact with customer¿s wife who stated that the customer had ¿expired.¿ wife requested that manufacturer not call her again and proceeded to disconnect the call. No further information was able to be obtained; customer¿s cause of death could not be confirmed.

Event description:
Consumer reported complaint for unknown error message. Wife is calling on behalf of the customer. Wife stated that customer was currently in the hospital, but that it was not due to diabetes, it was due to pneumonia. Customer was not available for testing at the time of the call. Wife stated that she was going to the hospital that day and would take the supplies with her and would call back. Manufacturer attempted to contact customer on (B)(6) 2023 to ensure the initial concern was resolved ¿ manufacturer was unable to establish contact with customer.

Manufacturer narrative:
Sections with additional information as of 03-may-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Mlc-062: user had poor technique.